Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report difficulty with deployment and found the sensor wire attached to sensor pod when removed on (B)(6) 2014. Patient did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.